Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was implant (ins) won't charge. The controller kept showing 'memory problem' when pt tried charging the implant. Pt reset it twice. Pt charged the controller and went through the set up process. When trying to recharge the ins it said excellent recharge quality and after a while it went to memory problem. Pt also tried aa batteries. On the call the pt completed the set up. Controller was at 90% on the call. It said 'battery low, recharge your neurostimulator'. Pt said the ins charging level did not move. On the call had pt try charging and they got excellent recharge quality and the green light was blinking. Reviewed to continue recharging. Pt also reported the recharger paddle was warm. Pt also mentioned they knew that therapy worked for them because pt was turning stimulation off at night for a while so that it did not zap (stimulate) all night but in the morning their back was hurting so bad.

Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial#: (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.